Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 390 mg/dl and current blood glucose value was 596 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they did not allege insulin pump was under delivering. The customer experienced symptoms such as nausea, vomiting, abdominal pain and difficulty in breathing. Customer reported the drive support cap was normal. The customer was treated with intravenous insulin drip. The insulin pump will be returned for analysis.